Event description:
This 40 year old female underwent a bilateral augmentation mammoplasty with implantation of silicone gel implants in 1988. The only info known to this reporting facility about the implants is the name of the MFR. The pt has experienced pain and has noted the implants have become hard and firm. Gross exam: the right implant shows no evidence of rupture or leakage. The left implant shows a small amount of sticky material present on the outer surface of the implant and under gentle pressure, a pin hole fenestration is present through which sticky, stringy viscous material can be expressed. Both capsules reveal dense fibrous connective tissue.